Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support on (B)(6) 2011 to report noticing that the sensor wire appeared to be shorter than expected upon removal of the sensor, at the end period of 7 days. Patient does not feel anything under her skin and suspects sensor may be shorter due to being pulled back into sensor pod. Patient was feeling fine at the time of her call to dexcom.